Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid would not remain closed when shut. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the sharps collector's lid that doesn't shut properly. According to the customer's report, the hcp shuts the lid but the lid does not remain shut and soon becomes open.

Manufacturer narrative:
Investigation summary: no photos or samples were received under this complaint. Additional attempt to get more information was made, however, the customer confirmed that no additional information was available. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. According with this investigation, the pictures received are not clear enough to identify the failure experimented by the customer in order to determine the root cause of this issue, however in the report mentions that lid opens spontaneously after it is shut. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following: ¿ after 24 hours, none of the tested lids went open by themselves. ¿ all the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. ¿ all the material met the expected results. Potential root cause 1. End user misuse (the end user didn¿t follow the steps stated in the bd sharps collector IFU). 2. Incorrect handling, use, storage, transportation issues or inappropriate environment could cause deformation. 3. Re-use (if the product is being re-used after an autoclaving process, it will generate deformations). 4. Mold issue (improvement opportunity on the design, current molded parts meet drawing specification). Root cause unknown. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid would not remain closed when shut. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the sharps collector's lid that doesn't shut properly. According to the customer's report, the hcp shuts the lid but the lid does not remain shut and soon becomes open.